Event description:
Manufacturer representative reports ins and extensions removed due to infection. The device has not returned to the manufacturer for analysis. No additional information on patient symptoms or outcome were provided. A follow up report will be sent when additional information is received.